Event description:
A user facility charge nurse reported to fresenius that a hole was identified on the bloodline sets for two separate setups used for the patient's hemodialysis (hd) treatment. The holes were located at the blood pump tubing segment of each bloodline set. The cause was reported to be an issue with the 2008t machine. The charge nurse confirmed the reported event during follow-up and provided additional information. The air detector alarm was received on the 2008t machine within the first 15 minutes of hemodialysis (hd) treatment. Treatment was paused. Upon removing the lines from the machine a hole was identified in the blood pump segment. Initially the event was determined to be an isolated issue however the event reoccurred approximately 10-15 minutes after re-setting up the machine and restarting treatment. The machine alarmed with the air detector message and a hole was identified in the blood pump tubing segment of the bloodlines. The patient did not experience a serious injury or required medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is approximately 250 ml. Treatment was restarted on a different machine and successfully completed with new supplies. The machine was removed from service for evaluation. Pins on the blood pump rotor were found to be missing. The blood pump rotor was replaced to resolve the reported issue. The sample was provided to the area technical operations manager (atom). It was not confirmed that the sample would be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported to fresenius that a hole was identified on the bloodline sets for two separate setups used for the patient's hemodialysis (hd) treatment. The holes were located at the blood pump tubing segment of each bloodline set. The cause was reported to be an issue with the 2008t machine. The charge nurse confirmed the reported event during follow-up and provided additional information. The air detector alarm was received on the 2008t machine within the first 15 minutes of hemodialysis (hd) treatment. Treatment was paused. Upon removing the lines from the machine a hole was identified in the blood pump segment. Initially the event was determined to be an isolated issue however the event reoccurred approximately 10-15 minutes after re-setting up the machine and restarting treatment. The machine alarmed with the air detector message and a hole was identified in the blood pump tubing segment of the bloodlines. The patient did not experience a serious injury or required medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is approximately 250 ml. Treatment was restarted on a different machine and successfully completed with new supplies. The machine was removed from service for evaluation. Pins on the blood pump rotor were found to be missing. The blood pump rotor was replaced to resolve the reported issue. The sample was provided to the area technical operations manager (atom). It was not confirmed that the sample would be returned to the manufacturer for physical evaluation.